Event description:
It was reported that the right ventricular (rv) lead superior vena cava coil experienced high, out of range impedance. Also, the thresholds have been chronically high since implant. The patient underwent defibrillator threshold (dft) testing which all appeared fine. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (Cont.) 5076 implantable pacing lead 2011-(B)(6). (B)(4).